Manufacturer narrative:
Carefusion file identifier: .(B)(4) any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer stated while using the avea ventilator, it is alarming high peak pressure. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
The carefusion factory service department inspected the unit and was unable to duplicate the reported issue. The unit operates normal with no alarms or malfunctions. No failures were detected during all testing.